Manufacturer narrative:
On 21-jul-2016 product investigation results: reporter returned one toothbrush head on 01-jul-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head exploded in mouth, bristles fly all over the place off the brush [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that for the third time, the oral-b dual clean brushhead exploded in his or her mouth while used with an oral-b rechargeable toothbrush, version unknown. The consumer elaborated that the bristles flew all over the place off the brush. This was not the first time he or she had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head exploded in mouth, bristles fly all over the place off the brush [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that for the third time, the oral-b dual clean brushhead exploded in his or her mouth while used with an oral-b rechargeable toothbrush, version unknown. The consumer elaborated that the bristles flew all over the place off the brush. This was not the first time he or she had used these particular brush heads. No symptoms developed.